Manufacturer narrative:
(B)(4). The third party service agency evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third party service agency contacted physio-control to report that the display on their customer's device was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device's liquid crystal display (lcd) was inoperative. Using a test battery, physio did confirm that the device was able to power on, charge and shock when prompted. The customer was provided with a replacement device.